Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm. The blood glucose reading was 140 mg/dl. She reported that the buttons were unresponsive and she was unable to clear the alarm.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had unresponsive escape, act and down buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked case at reservoir tube window corners, and a stained end cap sticker.